Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2015 to report a skin irritation that occurred on (B)(6) 2015. The sensor was inserted on (B)(6) 2015. Patient's mother stated that the patient experienced a red, bumpy and itchy reaction from the sensor patch adhesive on the abdomen. Patient's mother emailed her son's diabetes doctor and was advised to apply hydrocortisone and neosporin to the affected site. Patient developed a scab but is getting better. At the time of contact, no further medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint device was not returned for evaluation. The customer complaint could not be confirmed. A root cause could not be determined. Additionally, it should be noted that the dexcom g4 platinum continuous glucose monitoring system states: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).